Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was sensing noise and had low pacing impedance. The patient was asymptomatic. The ra lead was capped and new ra lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: MDR-2022-35557 indicated the patient's symptoms was not known when the patient was indeed asymptomatic, so the h6 codes was refreshed to signify the there were no clinical signs or symptoms.

Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. As received, a partial lead was returned in two pieces. Visual inspection found abrasion breaching the inner insulation at 25.5cm to 25.6cm from the distal cut end of the lead which is consistent with suture tie forces. Procedural damage to inner insulation was also noted in this location. The cause of the reported events was isolated the inner insulation abrasion consistent with suture tie forces.